Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient reported constant pressure/pain often combined with headaches. No accident or trauma was reported. The patient was re-implanted.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to received information the device or a malfunction of it did not cause or contribute to the explantation which was due to medical reasons, namely pressure/pain often combined with headaches on the implant site. The investigation results appear to match the symptoms mentioned in the patient report. This is a final report.

Event description:
The patient reported constant pressure/pain often combined with headaches. No accident or trauma was reported.